Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. -no - it was reported that the event date is march 15, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? -loc just received the complaint from hospital in (B)(6) 2025. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information

Manufacturer narrative:
Product complaint # (B)(4) investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 103mb2_vcp500h batch number, and no non-conformances were identified. Expiration date: oct/31/2029 date of mfg.: sep/26/2024. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot null. Device history batch null. Device history review a manufacturing record evaluation was performed for the finished device 103mb2_vcp500h batch number, and no non-conformances were identified. Expiration date: oct/31/2029 date of mfg.: sep/26/2024.

Event description:
It was reported a patient underwent a patient underwent an unknown procedure on (B)(6) 2025 and a suture was used. The problem of pulling off suture needle happened after the first stitch. Replaced it with a new one. Additional information has been requested.